Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed during a code. They reported that the device had "low output" during pacing. The reported symptom occurred during use of the device on a patient. The customer reported that there was no harm to the patient.